Manufacturer narrative:
(B)(4). Device evaluated by MFR: device was returned for analysis. A visual examination of the complaint unit was carried out. The handshake connection was inspected and no damage was noted. The burr was microscopically examined and revealed that the annulus was damaged/blocked. No issues were noted with the exposed brass on the plated back half of the burr. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Same case as: 2134265-2015-06169. It was reported that a rotawire detachment occurred. The target lesion was located in a severely calcified coronary artery. A 1.75mm rotalink plus and a rotawire were selected for treatment. During preparation, when the rotational speed was adjusted, it was noted that the rotawire was detached outside the body. The other side of the wire which was inside the patient's body was simply pulled out and was discarded. Another of the same rotawire was used to continue the procedure; however, the new rotawire could not be inserted into the same rotaburr. The procedure was completed with another of the same rotaburr. No patient complications were reported and the patient's condition was good.